Event description:
As reported, during the last step of using a 7f exoseal vascular closure device (vdc), to seal the 8f non-cordis short sheath with the 7f vcd, the sheath and instrument could not be "snugged". The operator slowly retracted the instrument together holding the sheath in his left hand and the handle in his right. The retractor did not return blood and continues to be retracted, but the indicator window never turned black. After careful consideration, the operator did not depress the button to deploy the plug, withdrew the instrument, and replaced it with hand compression for 40 min for hemostasis. After the procedure, the device was tested in vitro, and the sheath still could not be "stuck". It could be observed that the slot on the delivery rod of the vcd really could not be stuck on the sheath, but the plug deployment button could be released without any problem. The operator had used more than 50 vcd's and there was no other malpractice during the use of the instrument. The device was used after a carotid artery stenting. The procedure used a retrograde approach, and the physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use, and the device was stored and prepped in accordance with the instructions for use (IFU). Regarding the puncture femoral site, the suitability of the femoral artery was verified on angiography, with the vascular sheath introducer inserted at an angle of 30-45 degrees. The vessel diameter was confirmed to be greater than 5 mm, with no visible calcium or plaque at the puncture site. Additionally, there was no evidence of vessel tortuosity, stents near the puncture site, or stenosis greater than 50% in or near the puncture site. The target femoral site had not been closed with any closure device or manual compression within 30 days before the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, during the last step of using a 7f exoseal vascular closure device (vdc), to seal the 8f non-cordis short sheath with the 7f vcd, the sheath and instrument could not be "snugged". The operator slowly retracted the instrument together holding the sheath in his left hand and the handle in his right. The retractor did not return blood and continues to be retracted, but the indicator window never turned black-black. After careful consideration, the operator did not depress the button to deploy the plug, withdrew the instrument, and replaced it with hand compression for forty minutes for hemostasis. After the procedure, the device was tested in vitro, and the sheath still could not be "stuck". It could be observed that the slot on the delivery rod of the vcd really could not be stuck on the sheath, but the plug deployment button could be released without any problem. The operator had used more than fifty vcd's and there was no other malpractice during the use of the instrument. The device was used after a carotid artery stenting. The procedure used a retrograde approach, and the physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use, and the device was stored and prepped in accordance with the instructions for use (IFU). Regarding the puncture femoral site, the suitability of the femoral artery was verified on angiography, with the vascular sheath introducer inserted at an angle of 30-45 degrees. The vessel diameter was confirmed to be greater than 5mm, with no visible calcium or plaque at the puncture site. Additionally, there was no evidence of vessel tortuosity, stents near the puncture site, or stenosis greater than 50% in or near the puncture site. The target femoral site had not been closed with any closure device or manual compression within 30 days before the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. One non-sterile vascular closure device 7f - us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the unit was already inserted into a non-cordis catheter sheath introducer (csi), the deployment lever on the device was pressed and the plug was not present on the delivery shaft, which was found with dried blood residues, with the indicator wire retracted. The indicator window was received on white/black/red position and the cowling guard was found locked. No anomalies were observed during the analysis. An insertion/withdrawal test of the unit into the non-cordis csi and a cordis lab sample 7f csi was performed. No difficulties nor anomalies were noted to advance the unit into the csi¿s, however the non-cordis csi did not lock. It was confirmed that the plug was deployed, and the guard was locked with the indicator wire (iw) retracted. The functional could not be performed since the unit was clogged with dried bold residues. Attempts to clean the device using hydrogen peroxide and an ultrasonic bath were made, however unsuccessful. The pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found on the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned the three stages. No need of microscopical analysis since the internal mechanism was reviewed in section 3. The event reported by the customer as ¿vascular closure device (vcd) ¿ locking difficulty - with csi¿ was confirmed, as a locking difficulty was observed with the non-cordis csi. However, no difficulties were noted during the insertion/withdrawal test using the cordis 7f csi lab sample. Therefore, the issue appears to be potentially related to the non-cordis csi rather than the exoseal unit. The reported event by the customer as ¿indicator window ¿ no change to indicator¿ was not confirmed since the pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found on the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned the three stages. Procedural and/or handling factors might have contributed to the condition reported on the unit since the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. This event is considered a violation of the IFU and as such, off label usage. The product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken.